Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was over-sensing noise. During the replacement procedure the physician noted externalized conductors on the rv lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.